Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device was not charging and the led did not come on when charging the battery devices in bay three. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the light emitting diode (led) did not come when charging the battery devices in bay three of the universal battery charger device. During in-house engineering evaluation, it was observed that the device was not charging and the led did not come on when charging the battery devices in bay three. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.